Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2008) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d1, d3, d4 (product catalog no., expiry date, corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6) 2017: the patient had unspecified injuries related to a defect in the composix kugel and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009: patient was diagnosed with periumbilical ventral hernia thereby underwent laparoscopic repair with implant of composix kugel mesh (device 1). Per op notes, ¿there was omentum in the defect in the abdominal region which was easily dissected. A composix kugel mesh was placed on the defect and sutured in the mid portion of the mesh and the mesh was pulled against the abdominal wall and tacked against the abdominal wall¿. (B)(6) 2017: patient was diagnosed with infected mesh, thereby underwent laparoscopic repair with explant of composix kugel mesh. Per op notes, ¿the composix kugel mesh was identified and the surrounding tissue were chronically inflamed and the mesh was separated from the omentum and excised. A small portion of omentum was resected, at the site of a previous abscess cavity. Once the mesh was completely excised, the fascia was closed with sutures."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6) 2017: the patient had unspecified injuries related to a defect in the composix kugel and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."